Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient called to ask about leaving the stimulator in their body if they were not using it. They reported that they got botox injections and they were working and not working. Patient stated their device was not working, the problem with their bladder had gotten worse and they felt it was not effective. Patient described that they would get up to go to the bathroom and when they turned on the light and saw the toilet they were peeing before they sat down, patient stated this was emotionally upsetting. Patient also described they had problems with urination going then they got up and was not done so they had to go back again and sit 3 times before the fluid got out. Patient had increased higher, but that caused pain so they had to decrease to a livable setting. Patient had also gone back to their healthcare provider (hcp) for new programs to try. Patient went back to having botox injections in 2016 and they were trying botox along with the device. Patient stated the botox in 2016 worked for 9 months, then stopped working and they just got another one last week. Their hcp told them to give it a week. The patient also reported shocking when passing through (B)(6) security gates and feeling stimulation pulsations in their head/temple after changing to a new program which frightened the patient and they stopped using the stimulation. Patient reported shocking. They reported that after getting a new program that was better for their symptoms they noticed shocking in their genital area when walking through the (B)(6) security gates. Patient reported that after getting the new program they also noticed electrical pulsations like a heart beat in their head and temple that scared them, so they turned the stimulation down to zero and it was off and that went away. Patient was redirected to their hcp to discuss the reported symptoms and device issues. No further complications were reported or anticipated.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the implant helped for a while, but after some time they had other bladder issues that botox helped with more. They started to have concerns with urgency and could not hold it. The patient stopped using the implant ¿maybe a year ago¿. They still had bladder issues and was working with their healthcare professional (hcp). The patient stated that they might have the implant removed. In addition, the patient reported that they had pain in their upper body, mostly under their left breast (that ¿took her breathe away¿), in the left hip and back, and left knee areas. This issue started about 2 and a half weeks ago and was of a sudden onset. They put heat on the knee and now had ice on it. Their ins was on the left side too and the patient wanted to know if the pain might be related to that. At one point with during the pain the patient felt like the ins was sending ¿impulses and vibrating¿. The patient stated there were ¿machines around because they were doing work at her complex¿. The patient went to the ER where a CT scan and blood were done. Everything came back as normal. The pain persisted and the patient felt like their health was deteriorating. The patient was redirected to follow up with their hcp for the issue. There were no further complications reported or anticipated.